Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, perforation- uterus, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, perforation- uterus, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge. Reporter's information was updated. Outcome of the events pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge were updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. A67122-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, perforation- uterus, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge. Essure with 4 coils on the left side, 6 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown.. Lot number: a67122, expiration date: (B)(6) 2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation. Lot number [a67122 ] is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. A67122-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, perforation- uterus, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge. Essure with 4 coils on the left side, 6 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown.. Lot number: a67122, expiration date: (B)(6) 2016 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation lot number [a67122 ] is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus') in an adult female patient who had essure (batch no. A67122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs"), cystitis ("bladder infect."), urinary tract infection ("uti"), vaginal infection ("vag. Infect.") And vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, urinary probs, perforation- uterus, bladder probs, bladder infect., uti, vag. Infect., vag. Discharge. Essure with 4 coils on the left side, 6 coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown.. Lot number: a67122, expiration date: 30-oct-2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: mr received. Reporter information, lot number, expiration date added. Event: endometrial ablation performed concomitantly with the essure micro-insert implantation nos. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.